Event description:
It was reported that a change in therapy effect occurred. The patient had an increase in pain for an unknown duration. The health care provider (hcp) wanted to change the medication from dilaudid and clonidine to prialt but wanted to trial the prialt first by giving a bolus through the cap (catheter access port). When the hcp tried to aspirate however, they were unable to do so. As a result, they decided to put preservative free saline in the pump and were going to program a bridge bolus to clear that out and do the prialt trial at that point. The volume aspirated from the reservoir matched the expected volume so they felt the catheter was patent. The plan was to run saline through the pump until the following tuesday, 2014 (B)(6), and then do a dye study first to check the catheter. The device system was used to deliver clonidine and dilaudid. Further event details including the outcome of the dye study and the patient¿s outcome were not provided. Additional information has been requested but was not yet available as of the date of this report. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the health care provider (hcp) was taking the drug out of the patient¿s pump because it was not relieving the patient¿s pain. The drug was going to be switched to prialt. Saline was put in the pump and the hcp waited a week. A dye study was performed and everything looked good, so the saline was removed from the pump and the patient had no issues. The patient was receiving prialt and getting good pain relief at the time of the report.